Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 lead, implanted: (B)(6) 2012; a 407652 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient went to the emergency room with symptoms of dizziness and lightheadedness. An ECG (electrocardiogram) from paramedics showed ventricular pacing at 40 bpm, despite the device being programmed to 60 bpm. Stored af (atrial fibrillation) episodes were noted, which showed intermittent post-ventricular pace twos (t-wave oversensing), although no evidence of twos occurring in real-time. Sensitivity was reprogrammed, and both the rv (right ventricular) lead and device remain in use. No patient complications have been reported as a result of this event.